Event description:
On 14/feb/2024 a peritoneal dialysis registered nurse (pdrn) reported that this pd patient was diagnosed with peritonitis. The patient had many other unspecified complications which directly led to peritonitis. The pdrn stated the patient had a fungal infection due to an error on the patient end and did not originate from doing treatments. Attempts to obtain additional information were unsuccessful.